Event description:
It was reported post implant of a realize gastric band, the patient reported lack of restriction during a routine band fill. A diagnostic laparoscopy revealed the port has disconnected. The port was replaced and reconnected to the band tubing. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.